Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient had a cannula inserted at 14:20 on (B)(6) 2026. Prior to use, the product's outer packaging was inspected and found intact and within its expiration date. During the indwelling period, the cannula was used for infusions of hormones, calcium, chemotherapy drugs, etc. On (B)(6) 2026, at 20:04, the patient requested removal of the indwelling cannula. At the onset of removal, the extension tubing of the cannula spontaneously fractured. The integrity of the indwelling cannula was immediately assessed; it was found intact and caused no injury to the patient.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the defective sample has not been returned, the relevant tests cannot be performed, and the damage condition of the extension pipe cannot be identified, so the root cause of the extension tube fracture cannot be determined. The plant will continue to pay attention.

Event description:
No additional information.